Event description:
It was reported an explant was planned the day of report due to an infection at the implantable neurostimulator (ins) pocket site. The entire system was going to be explanted. Patient symptoms include drainage at the incisional wound opening of the pocket site. The infection type was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v894661, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 3888-45, lot# v894661, implanted: 2012 (B)(6), product type lead; product ID 3888-45, lot# v894661, implanted: 2012 (B)(6), product type lead; product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 37744, serial# (B)(4), implanted: 2012 (B)(6), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension; (B)(4).